Manufacturer narrative:
The returned device was evaluated. During the evaluation of the device, the unit was powered on the and the led segments would not display properly. The device was able to engage in monitoring. The ui board was replaced and the unit was functioning as designed. A service history record review revealed that this unit was in the field for over five (5) years with no previous reports of display issues.

Event description:
Return of faulty rad 87. Display issue. No patient incident was reported.